Event description:
The educator did not want to give out the serial number due to not having the customer's permission. It was indicated that the educator called about an error alarm and how the pump defaulted back to factory settings. It was reported that the customer was then hospitalized for hbgs because the pump's basal rates were reset after the error alarm occurred. The alarm was explained to the educator and educator was instructed to have the customer contact the helpline. No further details.